Event description:
A report was received that the patient's entire system was explanted due to severe pocket pain. The patient is reportedly doing well following the explant procedure.

Event description:
A report was received that the patient's entire system was explanted due to severe pocket pain. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Device evaluation indicates that the ipg passed visual, electrical and peformance tests and it exhibits normal device characteristics. Damage to the leads is a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 70cm with pre-loaded 0.014 inch stylet, model # sc-4316, lot # 14073775, description: anchor kit-sterile.